Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with an implantable cardioverter defibrillator (ICD) device received anti-tachycardia pacing (atp) and maximum number of shocks. Therapy was the exhausted. Rhythm must have broken on its own. Boston scientific technical services (ts) suggested considering to control through medications. Additional information obtained from the field which indicated that the therapy was for supraventricular tachycardia (svt). No changes were made. Evidence suggests an issue in the system which may compromise the patient's therapy and could c/c to death or si. No surgical intervention was performed at this time. No adverse patient effects were reported.